Event description:
The complainant reported that during a procedure, the suspect catheter leaked. No harm or injury to the pt was reported.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation; the complaint could not be confirmed. The device history record was reviewed with no related exceptions noted. In addition, a search of the complaint record found no complaints for the same lot number. These types of complaints are monitored for any increasing trends. Evaluation: device history record was reviewed, complaint history reviewed. Results: catheter. Conclusions: no conclusion can be drawn.